Event description:
Reporter alleged the customer obtained a result of hi (greater than 600 mg/dl) on the advantage system. Reporter stated that she called his doctor and was advised to treat him with 40 units of humulin 70/30 insulin. She reported that an hour later, they obtained another result of hi and took him to the hosp as his doctor advised. Reporter indicated he had the symptom of being lethargic, but she did not clarify if this was hypoglycemic or hyperglycemic symptom. Reporter stated that she could not remember the treatment he received at the ER. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the alleged product and so nothing will be returned for eval.